Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced stomach discomfort and vomited once after the procedure. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced stomach discomfort and vomited gastric contents once. The patient was administered medication which resolved the complications.

Event description:
It was reported that the patient experienced stomach discomfort and vomited once after the procedure. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced stomach discomfort and vomited gastric contents once. The patient was administered medication which resolved the complications.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned despite three requests for its return, we have determined that the vomiting and discomfort are known inherent risks with use of this product. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that vomiting and discomfort are addressed as potential procedural complications when using the farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of vomiting and discomfort is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of vomiting and discomfort are known inherent risks of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: pain or discomfort, procedural related side effects." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.